Event description:
The pt was implanted with a left ventricular assist device (lvad). Serial number (B)(4) was provided to the MFR on (B)(6) 2013, for a pt whose circumstances of death were reported as follows: hemolysis with suspected pump thrombosis, was not on anticoagulant/antiplatelet therapy due to gastrointestinal bleeding. The interval from thrombosis to death was reported to be 13 days. The pt expired on (B)(6) 2011. No additional actions provided for this event.

Manufacturer narrative:
The pt expired. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.